Manufacturer narrative:
FDA reporting followup initiated in error. No new information was received that warrants supplemental reporting.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Cannulae are sometimes used off-label in certain instances (i.e. ECMO). In these cases, the catheters are used for an extended period of time, much longer than the 6 hours indicated in the instructions for use. In the case of a leakage, exchange of the device will require temporary interruption of ECMO therapy, which could potentially result in injury to the patient. The subject device was not yet returned for evaluation. As received, cannula leakage was not confirmed with assessment. Device was returned with visible traces of blood and examined in the biohazard area of the lab. As received, sections of the cannula body was observed to be cut-off. A leak test was performed on the cannula and leakage was not observed from the cannula connector. No other visual damage, contamination, or other abnormalities were found to the device. The device history record (DHR) could not be reviewed, as the subject device's lot number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a vfem018 femoral venous cannula was placed through the patient's chest for drainage of the pulmonary artery during ECMO. Four (4) days into usage it was noticed that blood was leaking from the hub area. The leak was noticed at the connector while the patient was being draped. The patient was decannulated and the cannula was replaced. The patient lost approximately 300ml of blood and received a blood transfusion. There was minimal complication as a result of the leakage as the surgeon was able to directly view and replace the cannula. The patient was reported to be on rvad support.